Event description:
The information provided to sjm indicated a 6f engage introducer was selected for use during cardiac catheterization. During removal of the catheter and sheath, one of the components broke leaving several pieces within the pt. Emergency surgery was required to remove the pieces but not all were recovered. Several subsequent hospitalizations and surgeries followed prior to the pt's death.